Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The reported condition was verified. The fse replaced the defective front bezel to address the reported problem. The ventilator passed all test and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) encountered the navigation (nav) ring failure during service there was no patient involvement.